Event description:
It was reported on (B)(6) 2026 that following proper dilation, the tracheal cannula could initially be placed without difficulty. However, after the introducer was removed, a small rubber cone (a transition element to compensate for the change in calibre between the guide wire, introducer and cannula tip) remained in the lumen of the tracheal cannula. This led to a near complete occlusion, meaning that ventilation via the newly placed tracheal cannula was not possible. The situation was recognised immediately. The cannula was removed and the airway was secured by alternative means. Subsequently, a second dilation tracheotomy set was used, with which the tracheal cannula could be inserted without complications. The patient was not at risk, as the response was prompt and appropriate.

Manufacturer narrative:
According to the complaint description after the introducer was removed, a small rubber cone (a transition element to compensate for the change in calibre between the guide wire, introducer, and cannula tip) remained in the lumen of the tracheal cannula. The sample was discarded. However, based on the description the error pattern could be confirmed. Based on the complaint description the issue could be assigned to the known failure pattern concerning the silicone sleeve separation investigated within CAPA-000444. Tracing of the lot number revealed no recurrences of the same issue within the batch; the incoming goods inspection and production data are inconspicuous. However, no batch-related issue could be identified, and - according to the risk assessment it is still within an acceptable range. Nevertheless, the investigation within CAPA-000444 showed that the cause is associated with the production/bonding process, however application errors cannot be completely ruled out..